Event description:
Related manufacturer reference number: 1627487-2022-06672. It was reported the patient leads had migrated and was getting no relief. Surgical intervention took place on (B)(6) 2022 where the leads were explanted and attempted to be replaced, but was unsuccessful due to scar tissue, instead 2 pns leads were implanted for the replacement to address the issue. Effective stimulation was restored post operatively.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.